Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator had a faulty oxygen gas module. There was no patient involvement. (B)(4)

Manufacturer narrative:
Our investigations have been completed, no part was returned for investigation or logs were received, despite of several reminders. Our customer said that the ventilator has a faulty oxygen gas module, but no more information has been received. No device log file or goods has been received, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).